Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited failure to capture. During an unrelated procedure, the right ventricular lead was capped and a new lead was implanted successfully. The patient was stable throughout the whole procedure.